Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during use of c-ring for saphenous vein harvesting the c-ring broke in the middle. The device was removed and procedure completed with a new vasoview hemopro 2. They stated it was after using the c-ring "a few times". It was reported that it was not a difficult harvest, tunnel size was appropriate. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. Device was examined prior to use. Minimal procedure delay to open a new kit. There was no patient injury noted.